Event description:
(B)(4) is the initial importer of the device which is a rollator. Pms team is awaiting return of the device for investigation and root cause analysis. Consumer was sitting on the device with the locks engaged. After five minutes the fork reportedly detached from the frame shaft. The consumer fell and suffered a six inch gash from the device. Emt were called and they wrapped the wound. Two days later the consumer went to primary care physician who advised stitches. The wound was not stitched since it was past timeline for this process. Consumer is refusing to return device at this time.